Event description:
It was reported that the right ventricular (rv) lead had an isolated spike in superior vena cava (svc) impedance and rv coil impedance was high. Since this isolated incident the impedances have been stable and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.